Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex that was kinked and failed to open. The patient was undergoing a procedure for flow diverter treatment of an ophthalmic artery segment unruptured saccular aneurysm. The aneurysm max diameter was 6mm and the neck diameter was 4mm. The distal landing zone was 3.65mm; the proximal landing zone was 4.44mm. Dual antiplatelet treatment (dapt) was administered for 7 days prior to the procedure. Patient's vessel tortuosity was moderate. It was reported that the surgeon was well experienced. Pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). When navigating the pipeline through two relatively short consecutive bends, the pipeline kinked, preventing the stent from opening. The surgeon repeatedly attempted to retrieved and deploy the stent but the issue could not be resolved. The pipeline could not be opened due to the kink. The pipeline was removed and replaced with a 4.75 x 20 pipeline which was used to complete the procedure successfully. There was no harm or injury to the patient associated with this event. Ancillary devices: likai 088 guide catheter (lot: 3225091601), navien 5f 125cm intermediate catheter (lot: b756903), phenom 27 microcatheter (lot: 231091942), likai 014 guidewire (lot: 0925061802).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the pipeline kink was not determined. The middle section of the pipeline failed to open. Even after recovering it twice, the kink could not be relieved. The pipeline was resheathed 2 times.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex was returned inside the inner pouch, biohazard bag, and shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal, middle, and proximal of the braid were found open and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the customer complaint was not confirmed, as the middle of the braid was opened and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid, or deployment of the braid in the vessel bend. The customer indicated that vessel tortuosity was moderate and the braid was not positioned in the vessel bend, which eliminates these as potential causes. It is possible that damage to the braid contributed to the issue of failure to open. The braid can become damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.